Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102291. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Investigation was unable to determine which lead was at fault. As a result, surgical intervention was undertaken wherein the entire system was explanted.